Event description:
It was reported that customer previously did not see drops of insulin at end of tubing during fill tubing step of load sequence, despite using room temperature insulin, not overfilling cartridge, and not reusing cartridge. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge, then successfully resumed insulin delivery, and no additional issues were reported.